Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed a high sensitivity (hs) system check which failed. To resolve the failed hs system check, the fse replaced the following hardware components: mixer pulleys, mixer spinners, and bearings for the wash carousel. The fse then rebuilt the wash and precision pumps. During the repair the fse observed the precision pump and wash pump rotor were loosened from the shaft, so they were replaced. The fse also observed the transducer was out of adjustment so the pipettor was replaced and the transducer was adjusted. A vacuum test then failed, so the fse replaced the vacuum pump. After the repairs were completed, all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction, although no one part can be implicated as the sole contributor in this event. All MDR associated with this event: 2122870-2015-00373 2122870-2015-00374.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system number (B)(6) for one (1) patient (designated as patient 5). The sample was repeated on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. The original, elevated access accutni+3 result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results, as the patient was transferred to an alternate facility. The customer also reported additional non-reproducible access accutni+3 patient results. MDR 2122870-2015-00374 will address the nine (9) additional non-reproducible results generated on (B)(6) 2015. Quality control (qc) was performing within the assay's and instrument's specifications at the time of the event. The customer did not provide specific information regarding the collection or centrifugation of the patient's sample. No issues with sample integrity were reported by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.